Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be separated from the pusher. The pusher's electrical circuit was within specification, and the heater coil and monofilament had evidence of activation using a detachment controller. Coil systems are 100% inspected prior to release from manufacturing, and no energy is distributed to the heater coil during the manufacturing process. Since the investigation is unable to determine when the coil system was activated and the implant detached, the reported event cannot be completely confirmed; therefore, the complaint is considered non-verifiable. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when the physician was advancing an embolization coil implant in the catheter, friction was encountered. The device was removed and it was noticed that the implant coil had detached from the delivery pusher. There was no reported patient injury or intervention.